Event description:
The patient experienced a lack of therapeutic effect. The external neurostimulator had not functioned for awhile. The hcp planned to replace the system with a rechargeable implantable neurostimulator. No further troubleshooting was reported. A follow-up report will be submitted if additional information becomes available.